Manufacturer narrative:
It was reported that a communication failure occurred during a surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation a device shutdown, not mentioned in the complaint description, occurred during loading exam from pacs due to a crash of rosanna_brain application. It is a known anomaly. A second communication error occurred during a clear arm procedure, when the cooperative mode was activated and its speed was changed, due to a controller error detected as a udp socket timeout. This is a known anomaly.

Event description:
After placing neuropace lead, surgeon asked to clear the robot arm away from the patient in axial movement mode. When attempting to move, software communication error occurred and robot shut down. No issues after restart.